Event description:
The company representative confirmed that the patient is receiving effective therapy now.

Event description:
Elective replacement indicator (eri) was reported with replacement. No alleged product issue reported. No diagnostic testing or troubleshooting was performed. It was unknown if there were any patient symptoms or complications associated with the event. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0454713v, implanted: (B)(6) 2004, product type: lead. Product ID: 3888-33, lot# v080822, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
Device analysis for ins njk708838h revealed no significant anomaly. The ins was functioning okay.